Event description:
Evaluation revealed a dislodged display screen.

Manufacturer narrative:
There is no adverse event associated with this complaint. The pump was returned to animas for evaluation. A review of the pump history indicated that loss of cartridge detection had occurred which could not be duplicated during testing. Evaluation revealed a dislodged display screen.